Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving compounded baclofen, hydromorphone, and bupivacaine via an implantable pump. It was reported that on (B)(6) 2025 surgical observation revealed that the catheter tip had migrated to c5 from its initially implanted position at c3. No action was taken or was planned for the spinal portion of the catheter. The relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related. The outcome was noted to be unresolved with no further action planned.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) , ubd: 18-dec-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.